Event description:
Event description this bipolar endocardial tined lead (0010) was returned to cpi for routine analysis from a funeral home. There was no allegation of product malfunction. This event is being entered due to the lab's analysis of the (0010).